Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call indicating excessive air bubbles in reservoir and states that healthcare professional suggested to discontinue insulin pump therapy and begin using manual injection. Customer's blood glucose was 585 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After set change, air bubbles did not persist.